Manufacturer narrative:
Patient identifier: multiple = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported falsely depressed total bilirubin results on approximately 30 patients generated on the architect analyzer. The customer stated the level I control for total bilirubin was out of range low in the afternoon. The morning qc had been acceptable. The customer repeated all patient samples from the morning. The results provide were for 12 samples: on (B)(6) original = 10.8 /amended =14 (current acceptance range <20umol/l); sid (B)(6) = 3.1 /amended= 6; sid (B)(6) =2.4 / amended = 5; sid (B)(6) = 4.4 /amended= 7; sid (B)(6) = 9.9 / amended =14; sid (B)(6) = 5.3 / amended= 8; sid (B)(6) = 3 / rerun: 5; sid (B)(6) = 13 / rerun = 16; sid (B)(6) = 7 / rerun = 10; sid (B)(6) = 12 / rerun = 15; sid (B)(6) = 7 / rerun = 9; sid (B)(6) = 9 / rerun = 12umol/l. There was no reported impact to patient management.

Manufacturer narrative:
A review of tickets determined that there are no other complaints for lot 55179uq05, and no trends were identified for the complaint issue. Returns were available but not required for the investigation. Labeling describes the proper reagent handling required to successfully use the assay on the architect system. Indications of reagent deterioration or instability should be suspected if there are precipitates, visible signs of leakage or contamination, turbidity, or if calibration or controls do not meet the appropriate package insert. In addition, the architect system operations manual provides guidance for assay results in regard to symptoms, other test results, clinical impressions and other diagnostic procedures that must be considered for patient care management. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Based on the investigation no product deficiency was identified for the total bilirubin reagent, lot 55179uq05.